Event description:
It was reported per medwatch report that the physician had difficulty removing the arterial sheath from the pt having tortuous anatomy. During the sheath removal, it unraveled. Imaging revealed a foreign body (tip of sheath) remained in artery. The vascular surgeon was consulted and the pt underwent surgery for removal of the tip and of the sheath that remained in the pt. According to the operative report, the intraoperative flow exam did not demonstrate any retained foreign body within the groin or right common femoral artery following surgery. Additional information received on (B)(6) 2011 from the clinical engineering department stated they do not know the size of the piece that broke off and was removed. They will not allow the release of the sample. Physician had difficulty removing arterial sheath from pt having tortuous anatomy. Had to firmly pull to dislodge it from the femoral artery. During the sheath removal it unraveled. Imaging revealed a foreign body (tip of sheath) remained in artery. Vascular surgeon was consulted and pt underwent surgery for removal of the tip and of the sheath that remained in the pt. According to the operative report, the intraoperative flow exam did not demonstrate any retained foreign body within the groin or right common femoral artery following surgery.

Manufacturer narrative:
Additional information from user facility # (B)(4) report. Arrow sheath, 8f x 45cm arrow sheath set. (B)(4). Sample will not be returned for evaluation.